Manufacturer narrative:
The customer contacted a siemens customer care center. The laboratory's water system was decontaminated and a siemens customer service engineer (cse) was dispatched to the customer's site multiple times. During these visits, the cse decontaminated the instrument, performed several washes on the instrument with water, and ran quality controls (qcs) and precision studies, recovering acceptably. After the customer reported an imprecision in ca_2c results, the cse replaced peristaltic pump tubings, reagent pipetting probe 1 (rpp1), sample pipetting probe (spp), and all cuvettes, including reaction tray (rrv) cuvettes and reaction cuvettes (dtt). The cause of the discordant, falsely elevated ca_2c result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated calcium_2 concentrated (ca_2c) result was obtained on a patient sample on an advia chemistry xpt instrument. The discordant result was not reported to the physician(s). The sample was automatically repeated on the same instrument, resulting lower. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ca_2c result.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2018-00322 on 17-aug-2018. Additional information (20-aug-2018): siemens further investigated the event and determined that worn seals, worn pump tubing, and presence of bacterial contamination in the instrument potentially contributed to the discordant, falsely elevated calcium_2 concentrated (ca_2c) result. With the information provided to siemens by the customer, siemens cannot eliminate that a sample specific issue did not contribute to the discordant ca_2c result. Corrected information (14-sep-2018): in the initial MDR, it indicated that the cse replaced peristaltic pump tubings, reagent pipetting probe 1 (rpp1), sample pipetting probe (spp), and all cuvettes, including reaction tray (rrv) cuvettes and reaction cuvettes (dtt). During these visits, the cse also replaced worn seals on the instrument. The instrument is performing according to specifications. No further evaluation of this device is required.